Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported side unspecified rupture. Status of the device is not known.

Manufacturer narrative:
Upon further review, the device information, affected side, and implant and explant dates were corrected to reflect the information received.

Event description:
Physician reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified: broken shell, red particle, and underweight. A microscopic analysis was performed which identified a striated edge opening consistent with use of a surgical tool and two punctured openings in the radius side. Based on the device analysis the final assessment is a striated edge opening on radius side due to surgical damage. Two puncture openings on radius due to surgical damage-like.

Event description:
Device has been explanted.